Manufacturer narrative:
Following return and completion of laboratory analysis, this report will be further updated.

Event description:
It was reported that during attempted implant, this lead failed to pace as intended. The lead was unused and is expected to be returned for analysis. No resulting adverse effects were reported.